Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted their ins removed because it got to the point where the ins was causing them pain. They kept turning stimulation up for it to help with their pain and it got to the point where the stimulator was causing pain in other parts of their back and legs when increased that far. The patient turned the ins off for this reason an it was dead for the third time- their healthcare provider told them that if the ins died again it would have to be removed. The patient confirmed that they had been jumpstarted twice before. Their ins was dead and they couldn't charge the battery. No further complications reported.